Manufacturer narrative:
B3 - date of event unknown. One device was returned for evaluation in used condition. Visual inspection showed the device was in good condition. Service history review identified the device has not been previously serviced. Review of the event history log confirmed the customer's reported issue that the device did not accept cassettes old or new. Functional testing was performed, and the customer reported issue was duplicated. The investigation determined the downstream occlusion (dso) sensor was faulty. The dso sensor was replaced.

Event description:
It was reported that the device did not accept cassettes old or new. There was unknown patient involvement and unknown patient harm reported.